Event description:
The surgeon was repairing the labrum of the hip and placed the bioraptor knotless anchor and when he withdrew the inserter out of the patient, the metal tip broke off. The metal tip remains in the anchor. The surgeon was unable to remove the broken portion of the inserter. No patient injury reported. The bone quality was great. A spade tip drill bit was used to prep the site. The anchor worked so no back up was needed.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).